Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing confirmed the reported event (no image). The cable unit and the charge-coupled device (ccd) unit were found to be damaged, resulting in no image. In addition, service found traces of liquid inside the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the image was not visible on the camera head during an unspecified procedure. There was no patient/user harm or injury reported due to the event. Additional details were requested from the user facility regarding the reported event. No additional information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to a damaged cable and charge-coupled device. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.